Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
It was reported that the temperature indicator/x-ray lockout indicator was lit. This may prevent the system from moving up/down and prevented the system from producing images. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.